Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The microcatheter was returned for evaluation. The returned microcatheter was broken at the distal end of the shaft, missing its entre tip approximately 5mm long. At the broken end of the distal shaft, the exposed braid tube was found fractured. On the distal shaft surface, a scratch that was likely made by contacting calcified lesion. Microscopic observation revealed that there was circumferential damage proximal to the broken end. The catheter lumen was narrowed by the braid tube that was centralized due to applied torsion during catheter manipulation. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion and pulling stress exceeding the product's design limit was inadvertently applied while the tip was being trapped in the calcified cto, contributing tip separation. It was concluded that this event was not attributed to product quality. Although the physician commented there was no tip fragment found under the fluoroscopy, potentiality could not be ruled out that the tip fragment migrated and remained in the patient. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a severely calcified cto in the rca #1. A 0.014 inch asahi guide wire was delivered with another asahi microcatheter. The wire successfully crossed the lesion while the microcatheter failed. A balloon was then delivered, however, failed. The microcatheter became stuck with the wire during attempts to cross. Another asahi guide wire was delivered parallel and crossed the lesion and then the stuck devices were removed from the vessel. The subject microcatheter was then advanced over the second wire. The physician applied torsion on the microcatheter in order to cross the lesion; however, the attempt failed. When the microcatheter was removed from the vessel, the tip was found separated under the fluoroscopy. The lesion was debulked by rotablator and a stent was deployed. The blood flow was successfully reestablished. The separated tip would be grinded by rotablator as it did not appear under the fluoroscopy after rotablation. The physician commented that the tip might be separated as it could be trapped in the calcification. The patient was fine without problem after the pci.